Manufacturer narrative:
B5 - the lens was exchanged on (B)(6) 2023, with a longer length lens and problem was resolved. Reportedly, "binocular visus sc 20/20. All fine! Patient is happy!" Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -10.50/2.0/82 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2020. Lens rotation was observed. The lens was repositioned and the problem was not resolved. The lens remains implanted.